Event description:
Continuous cardiac output catheter coiled in right atrium after manipulation. Tip of catheter knotted thus not passing through introducer when removal of the device was attempted. The patient was taken to the radiology interventional room where the catheter was removed by a radiologist.